Event description:
Plunger did not engage to expected dosage [device issue] no adverse event [no adverse event] case narrative: this initial regulatory authority report concerns of device issue and no adverse event in a patient (gender, age, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 09-may-2024, amneal pharmaceuticals received information from other reporter via an email through the regulatory authority us food and drug administration, with reference number ((B)(4)) concerning above-mentioned event experienced by the patient while on amneal's twinject (epinephrine auto-injector). Additional significant information (#1) was received on 14-may-2024. New information received includes qa investigation report, attached with this case. The patient was being treated with epinephrine 1.1 ml auto-injector (ndc: 0115-1694-49, lot: g220806x, and expiration date: 30-dec-2023) (strength, dose, route, frequency, and therapy dates were not reported) for an unknown indication. Concurrent conditions, concomitant medications, medical history, history of procedures, smoking, alcohol consumption, recreational drug, and laboratory test use were not reported. It was reported that, the epipen given to patient, plunger did not engage to expected dosage. Epipen returned to pharmacy. On 09-may-2024, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot g220806x, plunger did not engage to expected dosage. The investigation complaint sub-type based on the complaint information was determined to be for defective injector. The cmo pfizer investigation was not warranted as the complaint was related to the assembly of the device at phillips. An investigation was performed by phillips on the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint comp_2024_1899 and the manufacturing process at pmm. All in-process testing met acceptable criteria, there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. The lot met all acceptance criteria before release and distribution. There have been one other complaint reported for lot g220806x for the past 24 months. Note: lot g220806x expired in dec-2023. There have been thirty-seven (37) other, similar complaints reported in the complaint category defective injector in the past 24 months. None of the 37 similar complaints were attributed to the manufacturing process. Note: complaints are assigned the sub-type of defective injector when detail surrounding the event lack details to determine a more specific complaint sub-type. The lot for comp_2024_1899, lot g220806x, expired in dec-2023. As the drug is expired and not warranted for use, no retain evaluation is required. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was not returned for evaluation, hence the reported complaint could not be confirmed. A root cause related to user error could not be determined as details for the reported complaint were insufficient to determine cause, complaint sample was not returned for evaluation and the lot expired dec-2023. The investigation associated with epinephrine injection usp auto-injector 0.3 mg; lot g220806x for the complaint category- defective injector, for the reported complaint plunger did not engage to expected dosage confirmed that the auto-injectors were manufactured in accordance with approved batch records. The lot for comp_2024_1899, lot g220806x, expired in dec-2023. As the drug is expired and not warranted for use, no retain evaluation was required. The complaint sample was not returned for evaluation, as such the reported complaint could not be confirmed. There were no issues related to the manufacturing process that were determined to be attributed to the reported complaint. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device issue and no adverse event was unknown. The reporter assessed the causality of device issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.